Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The flow sensor was replaced by the biomedical engineer, and the unit was returned to service.

Event description:
The hospital reported the unit was not ventilating in controlled ventilation mode during a case. The patient was switched to manual mode to complete the case. There was no report of patient injury.